Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Sales representative reported "capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, b7, d1, d2a, d2b, d4, d6a, d6b, e1, g1, g2, g4, h3, h4, h6.